Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was used as usual, however, even after the sealing was completed and the device was released, it was found to be not sealed, and the bleeding continued. There was no regrasp alert. There was an end tone reported. When another handpiece was used, it could be used without any problems. There was no patient injury.